Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter alleged that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned, and it was evaluated by product analysis on 06/25/2015 with the following findings: the battery compartment was observed to be cracked from the threads to the case seal. Evidence of moisture ingress was found on the inside of the battery compartment. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found on internal components. The reported issues were confirmed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.